Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An eye care professional reported that following an intraocular lens (iol) implant procedure, the iol was removed in a secondary procedure. Additional information was provided that the patient experienced shadows, and was unhappy with rings and glare.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the replacement lens was a different model iol with .5d difference in power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the halos were unacceptable. There was no patient harm and the symptoms have resolved. The prognosis is excellent.